Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after implant, increased pacing thresholds were observed on this right ventricular (rv) lead. A revision procedure was performed and the rv lead was repositioned. Good measurements were observed through the pacing system analyzer but noise was seen when the rv lead was reconnected to the patient's pacemaker. The noise was oversensed and resulted in pacing inhibition but no asystole. The lead was repositioned again with the same results. The physician elected to replace the device. This rv lead remains in service and the pacemaker was explanted. No additional adverse patient effects were reported.